Event description:
A health authority received 38 reports of implanted intraocular lens (iols) in 25 pts with defects in the material creating glistening or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the pts are bilaterally implanted; twelve of the pts are unilaterally implanted. This report is bilaterally implanted. This report is for the left eye. No further info is expected. There are 38 reports associated with these events; this is the thirty third report.

Manufacturer narrative:
Eval summary: the product was not returned for analysis as the device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).